Event description:
Alleged event per medwatch report: during closure of a laparoscopic port following a lap hysterectomy, the closure device needle bent at a 90 degree while going through the fascia. Upon removal of the needle, it broke and the sharp end fell into the abdominal cavity. It is approximately 1/4 of an inch long. They were unable to retrieve the needle. A general surgeon was consulted and he advised that they do not open the abdomen and to leave the sharp in the patient. The patient's condition is reported as fine.

Manufacturer narrative:
The device sample has not been returned to the manufacturer for an investigation at the time of this report. The manufacturer will continue to monitor and trend related complaints.